Manufacturer narrative:
Concomitant medical products: combiset hemodialysis tubing; 180nre optiflux dialyzer; granuflo 2.0k, 2.5 ca, 1.0mg, 100 dextrose; naturalyte 4000 rx12 bicarbonate (45x); fresenius 1000ml normal saline. Samples from the same lot number were received and tested for adhesion. The sample testing showed the product met specifications and, in a few instances, slightly exceeded the specification range for adhesion. The cause of the venous needle dislodgement could not be determined. End of report.

Event description:
An outpatient dialysis clinic reported the following event. At 1707, two hours into a scheduled 3-hour hemodialysis treatment, patient was found unresponsive. Vs at 1655; b/p 119/66; pulse 85. When attempting to administer normal saline, it was noted the venous needle was dislodged, with approximately 1.5 l blood loss. Pressure was held to cannulation site, and normal saline was administered via arterial line, 911 was called, CPR was initiated, and AED applied which advised no shock. A total of 3 liters of normal saline was administered during resuscitation. Patient was discharged unresponsive from the clinic and transported to the hospital via ems, where the patient died. Upon inspection of the venous avf needle, it was noted that tape and gauze dressing were still intact on the fistula needle. The machine was sequestered, and a functional test was performed. All required parameters passed.